Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence as it was reported to have occurred about one month ago, in (B)(6) 2011. Two proglide devices are being filed under separate medwatch MFR numbers. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician trained in the use of the proglide device attempted to perform pre-closure placement of the sutures in the common femoral artery prior to an interventional procedure. Reportedly, an attempt was made to close an 18 fr puncture site with two proglide devices. During use, when the sutures were pulled out a small piece of the vessel was attached. An unsuccessful attempt was made with some (exact number unknown) additional proglide devices to close the vessel. The puncture site was surgically closed using a patch. It was noted that the target vessel was very rigid and the reported event occurred due to the vessel condition and was not a device issue. There were no reported adverse patient sequelae. Though requested, no additional information was provided.